Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: below the knee amputation. Cathplace: unknown. The physician reported that when it was time to disconnect the catheter, he broke it and left part of the catheter inside the pt. He reported the pt's status as good and the pt will not be going back in to have the catheter piece removed. The doctor mentioned that he probably sutured the catheter in the catheter was used with pump model # pm018. Pt contact: yes.

Manufacturer narrative:
Method: a sample will not be returned. Results: without the actual product, an analysis cannot be conducted. Conclusion: no conclusion can be drawn. If additional information pertinent to this complaint is received, we will reopen the complaint. I-flow is further investigating catheter breakage (event #(B)(4)). Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Our contact for the hospital regarding this incident: (B)(6).